Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va06d88, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient stated they were instructed by their doctor to try program 4 and they were on program 1 at 2.0 volts at the time of report. The patient was assisted with changing to program 4 and they increased to 1.3 volts and the patient was feeling stimulation in the vaginal area. The patient noted they had a return of urinary incontinence symptoms since they had a fall in (B)(6) 2014. The patient reported they would stand up and "it just runs out of me.¿ program 1 wasn¿t working so the patient wanted to try program 4. The patient stated that at the time of the fall in (B)(6) the patient already had a bladder sling implanted and they believed the fall may have caused the sling to move or loosen. Up until the fall, the patient stated all symptoms were great, but at the time of report they had to wear a depends diaper. The patient was going to try program 4 and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received later indicated that patient programmer screen was not turning on during the call but replacing the batteries resolved the issue. It was indicated that the patient increased stimulation to a comfortable level where she felt stimulation back in the rectum/vagina area. The patient experienced loss of therapeutic effect, loss of bladder control and stated that the therapy was not working. The patient stated that she had been saturating had to wear depends. It was noted that the symptom started about a week ago. There was no known accident or incident related to this complaint. The symptom reported had a gradual onset. The patient appointment was scheduled four days away from the days of r this call with the health care provider.